Event description:
A malfunction was reported on the pump. The impact on the customer's blood glucose level was unknown as the customer declined to answer whether it exceeded 500 mg/dl. The customer was assisted by technical support to reset the pump, and the malfunction did not recur afterwards. The customer was informed to continue using the pump and advised to call back if any malfunction code reoccurs.